Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect front panel assembly for investigation. Upon visual inspection, fluid ingress was visible on the panel screen causing the touch screen to be unresponsive to touch. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). A carefusion field service representative has been dispatched to evaluate and repair the suspect device. At this time, carefusion failure analysis laboratory has not received any suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator; the touch screen is freezing up. The customer reported no patient involvement is associated with the event.